Event description:
It was reported that during a da vinci hysterectomy procedure, the customer noted a frayed wire on the pk dissecting forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands were sticking out at the wrist. Conductor wires were intact and undamaged. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable if to reoccur could cause or contribute to an adverse event.